Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer¿s blood glucose level was 142 mg/dl. The customer was able to successfully charge the pump after multiple attempts.